Event description:
It was reported that during an autopsy procedure at the user facility, the device was overheating. As this was during an autopsy, no patient involvement and no delay to a medical procedure occurred. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
A component failure was not identified during evaluation. Preventative maintenance was performed.

Event description:
It was reported that during an autopsy procedure at the user facility, the device was overheating. As this was during an autopsy, no patient involvement and no delay to a medical procedure occurred. No medical intervention and no adverse consequences were reported with this event.